Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer's current blood glucose value was 139 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that their insulin pump stopped working few days ago and they went back to manual injections because the insulin pump was not giving them the insulin. Self test passed. The device will not be returned for analysis.